Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 38 mg/dl. The customer called her trainer to review her basal settings. The customer stated that her trainer was able to make adjustments to her settings. The customer was offered to helpline but she declined.